Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements at the patient's three month follow up visit. Technical services discussed several options to resolve the issue.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements at the patient's three month follow up visit. Technical services discussed several options to resolve the issue. A surgical intervention was performed, and a loose set screw was discovered. It was tightened and it did resolve the issue. There were no adverse patient effects. The device was later explanted for normal battery depletion and was returned for analysis.